Manufacturer narrative:
H4: device manufacture date is unknown. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the disposable was leaking at the pigtail. And the extension set junction issue affected patient care. No patient injury. No additional details available.

Manufacturer narrative:
Other text: g1,2 email is: regulatory.responses@icumed.com. One device was returned for evaluation. Visual inspection revealed no obstructions, damaged, broken, or other defects. Functional testing could not replicate the reported issue; no leaks were identified. The root cause could not be determined. No further action was taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. D3, g1,2 email is: regulatory.responses@icumed.com, corrected data: previously reported statement regarding device history review was incorrect and has been updated in h10.